Event description:
It was reported that upon interrogation, noise was noted on the atrial channel. Provocative testing was performed but the noise could not be reproduced. The physician elected not to perform an intervention.